Event description:
During a check-out procedure at the manufacturer's service center, the exhalation valve in the patient circuit stayed open. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.